Event description:
It was reported to philips that the device is displaying a solid red x in the ready for use (rfu) indicator and making a periodic chirp sound. There was no reported patient involvement.